Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in canada who received lioresal with an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2018 multiple motor stalls were noted and the pump was interrogated. There were no environmental, external, or patient factors that may have led or contributed to the event. No actions or interventions were taken to resolve the issue. The pump remained implanted and in-service. However, surgical intervention was planned but not yet scheduled. At the time of the report the issue was not resolved and the patient¿s status was reported as alive-no injury. Patient symptoms were not reported at this time. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was further received which indicated the ¿baclofen¿ concentration was 500 mcg/ml. The patient reported that the critical alarm occurred in (B)(6) 2017. The alarm was not active when the health care professional spoke with the patient in (B)(6) of 2018. There were two unexplained motor stalls in (B)(6) of 2017. The implant and explant/replacement dates were provided. The event required hospital admission.